Manufacturer narrative:
Right ventricular (rv) lead is a non-medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was a competitor product. It was also reported that intervention was completed on the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals, lead impedance issue and t-wave oversensing (twos). It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The leads remain in use. No patient complications have been reported as a result of this event.